Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, and visual inspection of the returned device was conducted during the investigation. One device was returned for investigation. A visual examination noted the tubing has partially separated from the purple hub. Review of the device history record shows one nonconforming event that may contribute to this failure mode; however all non-conforming product was scrapped prior to completion of the final lot. There were two other reported complaints for this lot number. The device is shipped with instructions for use (IFU) that clearly state warnings and precautions. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow." Based on the provided information and inspection of the returned device, and results of the investigation, a definitive root cause cannot be established; however measures have been initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, while the turbo-ject® double lumen over-the-wire power-injectable PICC (peripherally inserted central catheter) was connected to a pump for an infusion, a leak/crack in the middle of the purple hub was observed. The circumstances surrounding the usage and handling of the device were not reported. A new PICC line had to be inserted. Additional information has bee requested from the customer. The product is reportedly available for return; however, as of the date of this report, no product has yet been received for evaluation.